Event description:
The following event took place on the (B)(6) of (B)(6) 2018, during an atrial fibrillation ablation procedure. During the ablation phase the operator noticed that the short sheath used for the webster cs catheter was pulled out of the body. It was still possible to aspirate blood, so they thought the sheath was still partially inside the femoral vein, and therefore the operator advanced the sheath over the cs catheter, that was still in place inside the heart. As there was some local hemorrhage pressure was applied in the groin by a nurse, while the operator carried on with the ablation. As the hemorrhage was not stopping the operator decided to stop the ablation procedure, assess/stop this vein bleeding and, if needed, complete the ablation procedure in a second ablation procedure in the future. As the hemorrhage continued for a while after removing all the catheters, the operator asked the on site vascular team to assess the hemorrhage. By the time the vascular team arrived the bleeding was reduced but they decided to use an abbott perclose proglide suture to seal the vein. The patient was kept overnight and will be seen by the vascular team before discharge. After the case I discussed the event with dr. (B)(6), he doesn't believe there was a fault with the bwi equipment used. The adverse event resulted from the re-introduction of the sheath without the dilator. Did event result in injury or death? Yes - femoral vein hemorrhage is this a single-use device that was reprocessed and re-used on a patient? No did the problem occur before; during or after use on patient? During did the event occur during a procedure/surgery? Yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).